Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During inspection, the customer reported that the high flow insufflation unit had low brightness of the (light-emitting diodes) leds on the front panel section in which the printed circuit board needed to be replaced. The customer did not report any patient user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to failure of the front panel led (light emitting diode). As a result of confirming instruction manual and the product labeling, there was no abnormality that leads to the phenomenon. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.